Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that upon attempting to inject water into the foley catheter during a pretest, more amount of water returned than usual. Stated that the resistance of the water coming back was stronger than usual, making it difficult to inject water.

Manufacturer narrative:
The reported event was confirmed as supplier related due to water leakage at the inflation valve of the catheters during inflating the balloon with a syringe. The potential root cause for this failure could be due to a defective tip on the syringe- smaller tip at the taper end caused the water to leak during inflation from supplier. A device history record review was not required as a closure letter was not required for this complaint. The reported event was understood, characterized, and confirmed as unrelated to the labeling issue. It was confirmed related to a supplier, therefore labeling review was not required for this reported event. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that upon attempting to inject water into the foley catheter during a pretest, more amount of water returned than usual. Stated that the resistance of the water coming back was stronger than usual, making it difficult to inject water. As per investigator notification received on 11may2023, stated that the syringe was faulty.